Manufacturer narrative:
Section d9 was updated. The product was provided for investigation. The device data and the error log were read out. A display test was performed and showed no error (no missing or fainted segments). The circuit board was tested for damage and contamination. The investigation revealed that the circuit board was contaminated by liquid (leaked battery) leading to a short-circuit of the conductive rubber contacts. The root cause of the missing segments was contamination of the contacts due to improper handling or maintenance of the device. The investigation did not identify a product problem.

Manufacturer narrative:
The reporter was the patient's wife. The coaguchek xs pst meter was requested for investigation. On the call, the reporter was advised about a meter replacement. The investigation is ongoing.

Event description:
We received an allegation about a display issue when using coaguchek xs pst meter. The reporter alleged missing segments on the display field when inserting the strip where the code number was flashing on the screen and parts of the numbers were missing. The reporter advised that she could only access the meter memory and see the last result.